Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the rep, during implantation, a certas plus valve was being tested for patency and a pin hole leak in the reservoir was discovered. Another new certas valve was used and successfully implanted. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; a needle hole on the edge of the needle chamber was noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; no leaks were noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed without issue. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.